Event description:
It was reported that the patient¿s blood glucose (bg) reached 22 mmol/l (396 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks. While patient was reporting this pod for hyperglycemia, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient administered manual injections for the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.